Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the nozzle was clogged due to presence of foreign material. However, the most probable cause of accumulation of foreign debris inside the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged nozzle due to accumulation of foreign debris inside the nozzle. There was no patient involvement.